Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER for reasons unrelated to the device. A merlin on demand transmission was performed which showed atrial lead noise. Due to the patient's chronic atrial fibrillation the physician has elected to monitor without changes. The patient was stable before, during, and after the check. Lead remains implanted.